Event description:
It was reported that while actively monitoring a pt, the delta displayed a 'discharge' message and shut down. The hospital staff in the room at the time reportedly powered the delta back on and re-entered the pt data to restore normal monitoring. The delta monitor has reportedly remained in use with no further problems reported. It was reported that at the time of the event, a respiratory therapist was scrolling through data on the delta monitor to record pt vital signs data. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.